Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) undersensed the patients tachyarrhythmia resulting in nonconversion. External defibrillation was required by an emergency response team. Boston scientific technical services (ts) was given a follow up report to review and indicated that the rhythm looked fractionated and is not consistent. Periods where sensing falls into the vf zone were observed but overall, there were not enough vf beats to meet detection which is why only anti-tachycardia pacing (atp) was delivered. Additionally ts indicated that there were periods of undersensing seen due to rate smoothing creating blanking periods in the ventricle and an increase in the average amplitude where the automatic gain capture starts. This patient was admitted to the intensive care unit at the hospital for further evaluation. The system remains in use. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, this patient underwent a revision procedure to explant and replace the device. This lead remains in use.

Manufacturer narrative:
(B)(4).

Event description:
--